Manufacturer narrative:
As reported, the 8x40 80cm saber.035 percutaneous transluminal angioplasty (pta) balloon catheter ruptured at nominal pressure. There was no reported injury to the patient. The lesion was noted to have little to no calcification and the device was not being used to treat a chronic total occlusion (cto). The product was stored properly according to the instructions for use. There was no difficulty removing the device from the hoop, removing the protective balloon cover, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the device into the patient. The device was prepped normally per the IFU and was able to maintain negative pressure. The contrast to saline ratio was 50/50. There was no resistance friction while inserting the device through the rotating hemostatic valve. There was no difficulty advancing the balloon catheter through the vessel or while crossing the lesion. The device was never in an acute bend and was never kinked during use. The device was removed intact from the patient. The procedure was completed with the 8x40 saber .035 catheter. The device was returned for analysis. A non-sterile ¿saber .035 8x40 80cm sl¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked and was placed on a metallic tray to be inspected. A thorough inspection was performed on the unit observing a kinked condition located approximately 50cm from the distal tip. The "balloon" is not inflated. No other outstanding details were noticed. Functional test was performed, an inflator/deflator device was attached to the inflation port. Positive pressure was applied with the purpose of reaching the rated burst pressure. The balloon was inflated as expected and the pressure remained steady. No anomalies were observed during inflation testing. A product history record (phr) review of lot 82261009 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ was not confirmed through analysis of the returned device. The exact cause of the reported event could not be determined as the device passed functional analysis. The balloon was inflated/deflated with no burst or leaks noted and without any anomalies noted to the balloon. Therefore, based on the information available for review, it is difficult to draw a clinical conclusion between the device and the event reported by the customer as no anomalies were noted on the device. According to the warnings in the safety information in the instructions for use, ¿to reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. When the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. If resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the 8x40 80cm .035 saber balloon ruptured at nominal pressure. There was no reported injury to the patient. The product was stored properly according to the instructions for use. There was no difficulty removing the device from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the device into the patient. The device was prepped per the IFU. The device was prepped normally and was able to maintain negative pressure. There was no resistance friction while inserting the device through the rotating hemostatic valve. The lesion was noted to have little to no calcification. The device was not being used to treat a chronic total occlusion (cto). There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion with the balloon catheter. The device was never in an acute bend and was never kinked during use. The contrast to saline ratio was 50/50. The device was removed intact from the patient. The procedure was completed with the 8x40 saber .035 catheter. The device will be returned for evaluation.

Event description:
As reported, the 8x40 80cm .035 saber balloon ruptured at nominal pressure. There was no reported injury to the patient. The product was stored properly according to the instructions for use. There was no difficulty removing the device from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the device into the patient. The device was prepped per the IFU. The device was prepped normally and was able to maintain negative pressure. There was no resistance friction while inserting the device through the rotating hemostatic valve. The lesion was noted to have little to no calcification. The device was not being used to treat a chronic total occlusion (cto). There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion with the balloon catheter. The device was never in an acute bend and was never kinked during use. The contrast to saline ratio was 50/50. The device was removed intact from the patient. The procedure was completed with the 8x40 saber .035 catheter. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82261009 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.